Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. The following information is unknown: the cause and severity of the pneumothorax, what medical intervention (if any) was administered due to the complication, the procedure outcome, and the patient's current status. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.